Manufacturer narrative:
Continuation of d10: product ID: 8731sc, lot# (B)(6) serial# implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 06-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient with an implantable pump. It was reported that there was a catheter malfunction. Medtronic staff was informed via wechat that the patient adjusted post-operative dose and had consistently been ineffective. During a second surgery, a crack in the catheter was discovered. It was unknown if the issue was resolved at the time of the report. It was stated that the patient's medical history included cancer pain. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the reason for the patient's initial surgery was for implanting a pump due to cancer pain. The reason for the second surgery was due to feedback from staff indicating that the patient had frequently adjusted the dosage after implanting the pump but had not experienced any therapeutic effect. A second surgery was performed and it was discovered that there was a crack in the catheter. The serial number of the patient's pump was provided and the implant date was (B)(6) 2025. The catheter was explanted on (B)(6) 2025 and the crack on the catheter was observed on the same date. Actions/interventions taken included the catheter being replaced with a new one. The catheter was disposed of as medical waste.